Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event: only event year known: 2021. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: response of ¿unknown¿ = surgeon not available. Does the surgeon believe there was an alleged deficiency with the cdh25p device due to the extended time frame of the leak occurring on post-op day 18 or were there contributing factor¿s such as the condition of the tissue or necrosis? Unknown what were the indications for surgery? Unknown did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Unknown where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? There was a green check mark was the green checkmark visible at the end of the firing? Unknown how many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Unknown were the donuts inspected? If so, please describe. Yes and were full donuts were there any issues noted with staple formation? If so, please describe the shape and location none was a leak test performed? If so, what type and what was the result? Unknown was the staple line visualized endoscopically during the initial surgical procedure? Was an open case. How was the leak identified? Patient came into ER post op and was septic. Leak was found visually during an exploratory lap and was found that some staples were missing and there was a hole. What was observed at the site of the leak upon reoperation? See above. How was the leak addressed? Unknown what is the current patient status? Patient was doing fine.

Event description:
It was reported that eighteen days post op to a low anterior resection the patient presented septic and febrile and it was discovered that fifty percent of the staples on the posterior side were in tact. The anterior staples were not. A colostomy was performed and the patient is doing well. There are plans to reverse the colostomy.